Manufacturer narrative:
D1: corrected brand name. Investigation summary: data review: data was not available because the product was not returned. Device analysis: device was not available because the product was not returned.

Manufacturer narrative:
Patient data was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a battery failure on the automated impella controller. The battery was empty and impossible to recharge. There was no clinical procedure involvement.